Manufacturer narrative:
The investigational analysis was completed on 21-sep-2022. It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto® 3 system and ECG was lost and there was no other available ECG. There were no body surface (bs) electrograms. The 12 lead bs cable was replaced, and the issue resolved. The physician did not have any intact ECG signal available to monitor patient heart rhythm. The signal loss was observed on carto® and recording system. The bs ECG cable replacement was not an out-of-box failure. The replacement resolved the issue. No adverse patient consequence was reported. Investigation details: the bwi field service engineer (fse) confirmed that the faulty bs ECG cable was replaced, and the issue was resolved. The faulty bs ECG cable was requested for investigation by the device manufacturer; however, the fse confirmed that the cable was discarded by the staff. System was operational. The history of customer complaints reported during the last year associated with carto 3 system # 34558 was reviewed. No similar complaints were found. A manufacturing record evaluation was performed for the system 34558, and no internal actions related to the reported complaint condition were identified. An internal corrective action has been opened to investigate this issue. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto® 3 system and ECG was lost and there was no other available ECG. There were no body surface (bs) electrograms. The 12 lead bs cable was replaced, and the issue resolved. The physician did not have any intact ECG signal available to monitor patient heart rhythm. The signal loss was observed on carto® and recording system. The bs ECG cable replacement was not an out-of-box failure. The replacement resolved the issue. No adverse patient consequence was reported.

Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).